Manufacturer narrative:
(B)(4). Device returned 10/21/2015. (B)(6). (B)(4).

Event description:
According to the reporter, during a lap hemicolectomy, left. After the device was fired a leakage at the circular anastomosis at the front lip was noticed. It is not clear if there was a leakage dorsally. The tissue rings were complete. A new anastomosis was made and as a precaution, the second anastomosis was oversewn. There was an intra-operative content leak and there was unanticipated tissue loss. There was no blood loss reported in excess of 500cc, no damage to tissue, and no reinforcement material was used. The patient is stable and doing well.